Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, a pt had both lenses exchanged due to glare. The lenses were exchanged for monofocal lenses. In a f/u, the surgeon reported the events resolved following the exchange procedures. Posterior capsule opacification was observed in both eyes and a yag laser procedure performed for each eye. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2012. (B)(4).